Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery (serial number: (B)(6)) having corrosion on its terminal contacts was confirmed during evaluation of the returned product; however, the reported events of the battery not being recognized by the controller and prematurely depleting were not. The battery was placed into a test universal battery charger and able to charge to full capacity without issue. The battery then underwent charge/discharge testing using an electronic load based testing system and was found to exceed the minimum requirement for discharge time. The battery was then connected to a test battery clip, system controller, and mock circulatory loop; atypical alarms were not able to be reproduced, even when the battery was manipulated by hand within the clip. The battery performed as intended throughout all testing procedures, and the corrosion did not appear to impact its performance. Provided information indicated that the reported events resolved with the exchange of the batteries. The root causes of the reported issues could not be conclusively determined through this analysis. The initial testing records were reviewed for the 14v li-ion battery (serial number: (B)(6)) and it was found that the battery operated as intended. The heartmate 3 patient handbook (rev d - section 3) explains how to properly use the universal battery charger to charge and calibrate the 14v li-ion batteries. Instructions on how to use the ubc to view and interpret key information about the batteries are also provided. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev d - section 6) provides instruction on how to properly clean and maintain all equipment, including the 14v li-ion batteries. The user is instructed to clean battery contacts with a cotton swab or lint-free cloth that has been moistened with rubbing alcohol. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient reported batteries were not being recognized when connected to the controller and/or were not lasting as long as they should. The ventricle assist device (vad) coordinator noted visible corrosion at the contacts. The patient believed something may have spilled on them. The batteries were replaced, and the issue resolved after the exchange. Related manufacturer report numbers: 2916596-2023-06138, 2916596-2023-06139, 2916596-2023-06140, 2916596-2023-06141, 2916596-2023-06143.